Event description:
It was reported that customer had difficulty draining overnight bag. Customer stated that they did not know how to empty the bag. Representative explained how to release the outlet tube from the drainage bag housing. Explained how to squeeze the clamp to release the flow of urine. Emailed link to drainage bag video. Per follow up via email on (B)(6)2023, it was reported that the patient started to have blood in their urine and the bag filled very quickly with blood and blood clots, attempted to empty the bag and the blood clots in the urine got stuck in the valve that allowed one to drain the urine from the bag. The blood clots were restricted by whatever that thing was in the drain portion. It seemed to be some sort of filter. It took some time to clear it out as they were tilting the bag back and to break up the clots and was also sticking a long tooth pick in the the drain to get enough blood and urine out to enable them to replace that bag with overnight bag which did not have this problem. No medical intervention was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be ¿vent blocked creating vacuum in bag (excludes non-vented bags)¿. The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The product catalog number for this device is unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that customer had difficulty draining overnight bag. Customer stated that they did not know how to empty the bag. Representative explained how to release the outlet tube from the drainage bag housing. Explained how to squeeze the clamp to release the flow of urine. Emailed link to drainage bag video. Per follow up via email on 29jun2023, it was reported that the patient started to have blood in their urine and the bag filled very quickly with blood and blood clots, attempted to empty the bag and the blood clots in the urine got stuck in the valve that allowed one to drain the urine from the bag. The blood clots were restricted by whatever that thing was in the drain portion. It seemed to be some sort of filter. It took some time to clear it out as they were tilting the bag back and to break up the clots and was also sticking a long tooth pick in the the drain to get enough blood and urine out to enable them to replace that bag with overnight bag which did not have this problem. No medical intervention was reported.